Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 double head pump became unresponsive during post-procedural cleaning. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative found that the touch screen surface was not externally damaged. The display, pcb board and necessary ribbon cables were replaced and functional testing did not identify further issues. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive during post-procedural cleaning. There was no patient involvement.